Manufacturer narrative:
(B)(4). The technical service engineer troubleshot this issue with the customer over the phone. The action recommended by technical support engineer (tse) corresponds with accepted service practices for the error codes generated by the device.

Event description:
It was reported that the ventilator was inoperative. There is no reported patient involvement associated with this event.